Event description:
Customer reports that the implant was removed due to failure to integrate.

Manufacturer narrative:
This report is being submitted to relay additional information. Upon follow up with customer, it was confirmed that the implant failed due to non integration. Therefore this event does no longer meet the requirement to be reported. No further medwatch report will be submitted for this event. The following sections are being reported: b4: date of this report was updated. B5: event description was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated.

Manufacturer narrative:
Zimmer biomet complaint cmp-(B)(4). Patient identifier is not provided / unknown. Patient age is not provided / unknown. Patient weight is not provided / unknown. Additional 510(k) number is k013227.

Event description:
It was reported that the implant was removed. No reason for the removal was reported. No further information available at this time.